Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a lead dislodgement from the coronary sinus. The lead was attempted to be repositioned but the physician was unable to lodge the lead in a good position. The lead was removed and was replaced with a new lead successfully. The lead will be returned for analysis. No additional adverse patient effects were reported.